Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported in error. The previous reports were submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined that this device was reported in error. The previous reports were submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation at this time as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is being considered for a revision due to pain, femoral loosening, and implant fracture. The surgeon suspects a fracture at the tapper junction on the femoral side of a biomet rhk (rotating hinged knee) revision knee. A lose femoral stem screw is also seen on the lateral x-ray. There is no additional information at this time.

Event description:
It was reported that a patient was revised due to pain, femoral loosening, and implant fracture. There is a fracture at the tapper junction on the femoral side of a biomet rhk (rotating hinged knee) revision knee. A lose femoral stem screw is also seen on the lateral x-ray.

Manufacturer narrative:
This report is being submitted to update complaint description, product ID, and associated information. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-00778. D11- medical product bmt smooth knee stem 14x80 item# 145024 lot# 513760 rhk std femoral augment 10rm item# 159463 lot# 1332752 rhk short hinge assembly item# 161583 lot# 3050854 updated: b2, b3, b4, b5, d1, d4, d7, d11, g4, g7, h1, h2, and h10.